Event description:
The following event was reported to Gore: On (b)(6) 2026, the patient underwent endovascular repair of a bilateral aortoiliac aneurysm using a GORE® EXCLUDER® Thoracoabdominal Branch Endoprosthesis (TAMBE). It was reported that during proximal secondary sleeve deployment, after removal of the constraining mechanism, blood began leaking from the seam along the underside of the delivery-system handle. The leak persisted throughout the remainder of the procedure.Attempts were made to contain the leak by applying Tegaderm¿ and Ioban¿ over the seam; however, these measures were unsuccessful. Bone wax was subsequently applied, which stopped the external dripping, but blood continued to accumulate within the handle and had to be periodically emptied by pouring the collected blood from the handle.The physician estimated approximately 800 mL of blood loss associated with the catheter/handle leak. As a result, the patient required transfusion of one unit of blood intraoperatively and, per the physician, was expected to require additional blood transfusion in the Post-Anesthesia Care Unit (PACU). The patient's condition was reported to be stable following the procedure, per the physician.

Manufacturer narrative:
H6: Code C21 - Results pending determination and completion of investigations.W. L. Gore & Associates, Inc. (Gore) is submitting this report to comply with 21 C.F.R. part 803, the Medical Device Reporting regulation. This report is based upon information obtained by Gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, Gore, or its associates that the device, Gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to Part 803. This statement should be included with any information or report disclosed to the Public under the Freedom of Information Act.